Event description:
IV therapist went to place an IV on patient, using the new smiths medical jelco 20 gauge IV catheter. The IV went in easily, but when she went to retract the needle, it wouldn't retract. It bled through the catheter so she occluded the vein, took the needle out, and tried to insert the vacutainer to draw blood. There was a small piece of what looked like needle blocking the vacutainer from inserting into the catheter. The entire thing was removed. Unfortunately, the needle was thrown into the sharps container before the therapist had a chance to examine it. An ultrasound was ordered on the patient's arm to ensure there was no metal left behind. This catheter has no wings and it is clear rather than white which makes it harder to see.